Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: although olympus was unable to determine the exact cause based on the information we obtained, it is possible that a high-energy device (such as a high-frequency generator) was used without maintaining a sufficient distance from the tip. Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. However, the issue is likely attributable to component damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited adhesive between the channel tube and the light guide cover and objective lens was peeling off and the forceps elevator had burn. There was no patient involvement.